Event description:
On 10/30/2024, it was reported by a sales representative via (B)(4) that an ar-13975sr fiberwire® grasper broke. This occurred during a shoulder arthroscopy on (B)(6) 2024. The bottom jaw broke off while inserting the instrument into the joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection noted that the bottom jaw was broken off. Functional testing was not performed due to the broken jaw of the fiberwire® grasper w/sr handle. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field.

Manufacturer narrative:
On (B)(6) 2024 additional information was received by a sales representative via email who stated that the procedure performed was a shoulder scope. The device while inserting into a cannula. No arthrex rep was present. Patient's bone quality was unknown. All fragments were retrieved from the patient. A kingfisher was used to complete the procedure. There were no delays or need for additional anesthesia.

Event description:
On (B)(6) 2024 additional information was received by a sales representative via email who stated that the procedure performed was a shoulder scope. The device while inserting into a cannula. No arthrex rep was present. Patient's bone quality was unknown. All fragments were retrieved from the patient. A kingfisher was used to complete the procedure. There were no delays or need for additional anesthesia.